Event description:
The customer reported that the defibrillator could not be used to discharge during surgery due to the defibrillator disarming within ten seconds. Another defibrillator was used to deliver therapy.